Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device beeps and displays different types of screens such as the bolus, quick info, etc. Pt reported not pressing any buttons when this occurs. Pt stated the issue was occuring during the call. Pt stated the infusion device switched between the different screens by itself. Pt did not touch the infusion device. Pt reported a normal blood glucose level. Pt's normal blood glucose level was not provided. Preliminary eval results show the buttons on the infusion device are always active. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.